Event description:
Related manufacturer reference number: 1627487-2023-03255. It was reported the patient had their leads replaced due to impedance issues.

Manufacturer narrative:
Date of event is estimated.